Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and competitor pacemaker exhibited low out-of-range pace impedance measurements at routine follow up. It was noted the impedance measurements had been dropping over the previous 2 years with pacing thresholds remaining stable. The physician elected not to revise the patient's system at this time and will go forward with increased follow up in addition to a chest x-ray at the patient's next visit. No adverse patient effects were reported. This system remains in service.